Event description:
It was reported that during testing conducted at the manufacturer facility the sagital saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the sagital saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion and a lack of lubrication. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.